Manufacturer narrative:
The third party service agent evaluated the device and downloaded the device's electronic logs. The third party service agent confirmed the device was operating to specification and observed proper device operation through functional and performance testing. The device was not returned to ventec for an evaluation. Ventec reviewed the electronic logs around the reported event date and time, which indicated nominal device operation. There were no alarms that would indicate there was a malfunction.

Event description:
It was reported to ventec, patient was having difficulty breathing, went to the hospital and the patient expired." The customer was not alleging a malfunction of the device that would have caused or contributed to the patient's outcome.